Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Placement difficulty allegation was not confirmed. Electrical allegations were not confirmed, the lead was found electrically continuous. The helix allegation was confirmed based on the field report and the finding of dried blood in the helix housing.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement difficulty. The lead also exhibited low amplitude/poor morphology, high pacing thresholds, helix extensions issues and sensing issues. This lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement difficulty. The lead also exhibited low amplitude/poor morphology, high pacing thresholds, helix extensions issues and sensing issues. This lead was successfully replaced. No adverse patient effects were reported.